Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: DHR review was performed on the following lot number: 7125591 per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for, foreign/non foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis: observations and testing: received one unused iag/bc 22ga unit in an opened package from the lot number 7125591. Visual/microscopic examination: observed black fm inside of the needle cover. The needle cover was removed and fm stayed within the needle cover. The fm was removed from the needle cover. The fm had the physical characteristics of burnt resin. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation revealed fm inside of the needle cover. Conclusions: the defect of foreign matter; as stated as the reported code was confirmed with the returned unit. Root cause: relationship of device to the reported incident: manufacturing/molding. Comment: the fm was created as part of the normal molding process with this material. They result from material having a longer residence time in the mold. The operating procedure requires operators to discard all parts for a defined period of time during the process startup. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed.

Event description:
It was reported that there was a ¿black particle¿ found inside the needle of a packaged bd insyte¿ autoguard¿ bc shielded IV catheter with blood control prior to use. There was no report of injury or medical intervention.